Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level wsa 300 mg/dl. No further details given.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Button error alarm was not able to verified due to blank display. Insulin pump had a deeply scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.